Event description:
A patient had a bilateral essure placement by dr. And showed up in office with abdominal pain multiple times.the patient started to have pain almost immediately following the essure procedure and she had no history of pelvic pain prior to the placement procedure.dr. Evaluated the patient 2 days post-procedure and treated her with a course of antibiotics,but the patient continued to complaint of pelvic pain.another dr. Evaluated the patient on an emergency basis when first dr. Was out of town.the patient had intractable pain,so she admitted her to the hospital for observation.lab work was within normal limits.she proceeded with an abdominal hysterectomy and noted that one of the devices was in the serosal layer of the fallopien tube.she also noted that the anatomy of the tubes was unusual and ther appeared to be at a 90 degree angle.the patient's pain has completely resolved post-operatively.second dr. States her medical opinion is that the patient's pain was related to the devices.it was mentioned that the patient "wanted a hysterectomy from the start."